Event description:
Boston scientific crm received information from a boston scientific field representative that this device and a right ventricular (rv) defibrillation lead were associated with a report of oversensing that resulted in pacing inhibition. The patient, who is pacing dependent, reported feeling near-syncopal; there were no adverse effects. Review of an episode stored in device memory showed two periods of noise with pacing inhibition lasting from approximately two to five seconds. The representative reported the noise could not be reproduced clinically, and lead measurements were normal and stable. The representative and a boston scientific technical services (ts) consultant discussed additional troubleshooting techniques, device programming options, the possible placement of a new rate/sense lead on the septal wall due to vein occlusion and the existence of surgically abandoned leads from the patient's previous pacemaker, or reuse of an abandoned rate/sense lead. The representative reported non-invasive options would be considered first after an initial surgical investigation showed the extent of the vein occlusion. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated, if additional information is received.

Event description:
Subsequently, a lead revision was attempted. Due to a lack of venous access, the physician elected to explant this lead and two leads from another manufacturer that were previously abandoned. Another manufacturer's rv lead was implanted with no adverse patient effects.